Event description:
It was reported that the patient with an anti-biotic nail, not synthes product, had an anti-biotic nail exchange procedure on (B)(6) 2012 due to infection. The surgeon removed the non-synthes anti-biotic nail and was reaming with the drive shaft and reamer head. Near the end of the procedure the drive shaft broke into three pieces. The surgeon removed the three fragments of the drive shaft and the reamer head, selected another drive shaft and new reamer head and completed the procedure. This is 2 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional code: hrx. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The device was received, however, no evaluation is available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Added manufacture date of 6/2/2010 as per DHR. The product development event evaluation reported that the hex tip of the drive shaft and the tabs on the rear of the reamer head that snap into the tube assembly are broken off. A portion of the hex tip is stuck inside the reamer but most of the broken section as well as the reamer fragments were not returned. The reamer is broken straight across at the base of the 4 tabs (approximately 7 mm long). The tip of the drive shaft is broken at the transition from the hex to the shaft which is approximately 15 mm. The fragment of the drive shaft that is in the back of the reamer has a spiral break that is approximately 15 mm at the tip and spirals down to approximately 4 mm on the shortest remaining flat. One of the hex flats is completely missing and the one opposite it has a longitudinal crack up the face that is approximately 5.5 mm long and is twisted at the crack. The corners of the hex on the tip (going up the tip approximately 3 mm) are severely rounded and deformed. As received, the longest portion of the hex tip that stuck out of the reamer head was approximately 8.5 mm which meant that less than half the hex tip was engaged in the mating recess of the reamer. The direction of the spiral break indicates that the reamer was being removed when it broke. The corners of the hex tip of the drive shaft are rotated approximately half the width of the flats in the reamer head. The damage and condition noted is consistent with the reamer head having become incarcerated in the canal and subsequently becoming disengaged from the tube assembly and drive shaft. If the drive shaft is not fully reengaged prior to restarting, the tip will try to force its way into the reamer head recess and possibly break the drive shaft tip and reamer tabs. This is further supported by the deformation on the corners of the hex tip and it being misaligned with the corners of the recess. The returned drive shaft was manufactured in august 2008 and is over 4 years old. The reamer head was manufactured in june 2010 and is 2 years old. The flutes show wear on the cutting edge but still appear to be acceptable for the intended use. The damage was caused by the drive shaft not being fully reengaged into the reamer head recess prior to starting the unit. Therefore this complaint is invalid and user error contributed to the event. This is report 2 of 2 for complaint (B)(4). Original awareness date is (B)(6) 2012.

Event description:
This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)